Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by abdominal pain. The patient was hospitalized for the event of peritonitis. On an unreported date, the patient was treated with injection fortum (1 gram, frequency and route not reported) for peritonitis. The patient's outcome was not reported and the action taken with dianeal therapies was not reported. No additional information is available.